Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio inr: 2.0, 4.1 and 3.1. The time between testing was five mins. Reportedly, the blood sample was not sufficient and it took longer than 15 seconds to apply the sample. The pt was reported to have multiple bruises on arms, felt dizzy and experienced shortness of breath. Therapeutic rage 2.0 - 3.0 for the pt. There was no additional info provided.

Manufacturer narrative:
Investigation pending.